Manufacturer narrative:
(B)(4).

Event description:
It was reported that an end of service/end of life (eos/eol) message was encountered with the pt's implantable neurostimulator. All impedance readings were within normal range. It was later reported that the battery depletion was not considered to be normal. A longevity calculation indicated that the device battery should have lasted "at least (B)(6)." The eol was not expected, and the pt and health care provider (hcp) were concerned with the longevity of the battery. There was no evidence of device malfunction. The pt was to have the device replaced, but there was no date scheduled as of the date of this report. No info was provided related to the pt's outcome. A follow-up report will be filed if add'l info becomes available.